Event description:
It was reported that an ilet user contacted support for a suspected continuous glucose monitor inaccuracy after observing a fingerstick blood glucose of 307 mg/dl shortly after a large meal, without symptoms. Symptoms included no reported clinical effects. Outcomes included transient high glucose without need for medical intervention or hospitalization. Investigation included customer care agent communication with the user, review of use conditions, and assessment of postprandial context. Investigation of this case revealed that the event was consistent with expected postprandial hyperglycemia and potential discrepancy between interstitial glucose and capillary blood glucose, without evidence of device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user condition related to recent food intake and physiological sensor lag.

Manufacturer narrative:
Initial.